Manufacturer narrative:
The associated complaint device was not returned. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. The medical investigation concluded that the details regarding the patient¿s weight-bearing status, medical history, bone quality, fall/trauma history, and other additional clinical relevant information have not been provided. Based on the limited information provided and without the return of the device for evaluation the root cause of the reported component loosening cannot be determined. Although it was documented that a ¿hotspot¿ was noted on the CT, it was noted that the tibial baseplate ¿seemed well fixed¿ during the revision procedure per feedback details, therefore a definitive root cause could not be identified. However, it was documented, ¿dr. (B)(6) believes the short stem from primary might have been causing some pain¿. The future impact to the patient beyond the revision cannot be determined. Should additional information becomes available this issue can be re-elevated. No further clinical assessment is warranted at this time. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, the complaint can be re-opened. No further actions are being taken at this time.

Event description:
It was reported that revision surgery was performed due to loosening of the tibial baseplate.